Event description:
The customer was hospitalized for high bgs. It was stated that the customer had dka, dehydration, and third stage kindney disease. The customer had a back up plan. Suggested the customer to take correction injection as per md protocol. In addition, the customer has lung infection adn customer is taking antibiotics. Troubleshooting was performed. The programming and histories on the pump were accurate. Pump is operating as designed and does not need to be replaced. Instructed the customer to change the site, and if the customer has been bolusing to treat, contact the dr prior to injecting. In addition it was mentioned that the customer reuses the reservoir twice and leaves sets in for a week. Two days later, it was reported that the customer was hospitalized again, pertinent info on the event could not be obtained.